Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a data file was provided for review. A review of the device log showed instances during the event of external power toggling, which refers to switching between auxiliary and battery power. This could lead to such issues if the battery is not fully charged, or the connection is unstable. It was recommended to the customer to review the charging path of this device given the customer's report of this device charging off an ambulance charging bracket. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician powered on the device to continue treating the patient without issue. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.